Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the glucose alarm while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, as a result, emergency services were called as the customer experienced unspecified symptoms of hypoglycemia. The customer was brought to the hospital and received unspecified medical treatment by an hcp. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 29-feb-20. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported missing the glucose alarm while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, as a result, emergency services were called as the customer experienced unspecified symptoms of hypoglycemia. The customer was brought to the hospital and received unspecified medical treatment by an hcp. No further information was reported. There was no report of death or permanent injury associated with this event.